Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had perforation and exhibited high thresholds. The patient experienced tachycardia and effusion. Pericardialcentesis was performed. The ra lead was removed and a right ventricular (rv) lead was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.